Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of a set screw anomaly was confirmed in the laboratory. The rv set screw did not fully insert into the lead bore and stopped before the lead was secured. The screw could not apply adequate force to hold the lead in place.

Event description:
It was reported that during implant, the screw was stripped of the device. The doctor said that entering in the lead- slot and tightening the screw, the lead was not attached. This device was not implanted.